Event description:
The customer reported the ground pin had broken off. No cases were cancelled due to this problem. No pt injury was reported.

Manufacturer narrative:
The ge service rep removed and replaced the power plug. The system boots up and operates error free and within specifications.